Event description:
It is reported; that two months ago the pt began to experience a lack of support in the hip and began to fall to the front and the back. He is recently experiencing moderate local pain in his right hip. The pt had an appointment with his surgeon approximately 2 weeks ago. The pt had x-rays taken of the right hip. The doctor said no problems were evident on the x-ray. He had blood work taken which he believes was normal. No other course of action was prescribed.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.